Manufacturer narrative:
Patient ID/initials and weight are unknown. Date of event is unknown; march 12, 2018 is the date the literature article was published. This report is for an unknown synthes dynamic hip system (dhs)/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: chan l. Et al (2018) non-prosthetic peri-implant fractures: classification, management and outcomes. Archives of orthopaedic and trauma surgery volume 138, pages 791-802 ((B)(6)). The aims of this retrospective study were to review patterns of injury, management and outcomes and to attempt to classify non-prosthetic peri-implant fracture (nppifs) into a system that may aid further research and study. A non-prosthetic peri-implant fracture (nppif) is defined as a fracture in a bone with an existing non-prosthetic implant such as an extramedullary plate and screws or an intramedullary nail. A total of 53 patients 31 males and 22 females with a mean age of 64 years (60 total nppifs) were included in this study. Of the 53 patients, 27 patients were revised with unknown synthes devices. Average follow-up was 16 months (range 0¿75). The following post-operative complications were observed. An (B)(6) female patient, initially implanted with an unknown synthes dhs obtained nppif (intertrochanteric) fracture due to a low velocity fall. Patient was revised with an unknown synthes antegrade femoral nail, no complications were reported after revision surgery. This report is for an unknown synthes dynamic hip system (dhs). This report is 5 of 8 for (B)(4).